Event description:
Lp12 applied to pulseless and apneic pt. After approximately 5 minutes monitor beeped and read "connect defib leads". Pacing stopped unintentionally. Another cardiac monitor was required to continue with pacemaker functions.